Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the blood pump on a fresenius 2008k2 hemodialysis (hd) machine was not working during setup. There was no patient involvement associated. Upon follow up, it was reported that the boards on the machine were burned. The boards were replaced and battery installed. The machine underwent and passed testing. The machine was disinfected and placed back in service. There were no parts reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by the fresenius mexico technician due to the reported event. The fresenius mexico technician repaired and returned the machine to service by replacing burned cards, the damaged blood pump lp956 circuit board, and 9v batteries. The machine passed tests and disinfection. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The investigation into the cause of the complaint was able to confirm the reported event.